Manufacturer narrative:
Device problem code updated.

Event description:
It was reported to philips that the touch screen is not sensing in the correct place. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.